Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. According to the caller, the customer's blood glucose was 1500 mg/dl when they got to the hospital. The customer was on life support for eight days, after which they passed away due to end stage renal disease. The customer passed away on 07/03/2014. The customer was not wearing the insulin pump at the time of death and they were off the insulin pump for eight days before passing. During the initial call the caller stated that they would return the insulin pump. The caller stated that they did not feel comfortable answering any further question because it felt like invasion of privacy. The caller stated that the event was not an insulin pump issue at all; it was because of other health reasons. Nothing further was reported.